Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered an obstruction in line 118, resulting in fluid to overflow onto sample tube caps at the cap piercer. The fse cleared the obstruction at line 118 to resolve the issue. (B(4).

Event description:
The customer reported an overflow from the cap piercer of the unicel dxc 800 synchron system and fluid leaked onto the sample tube caps. The customer indicated that the leak was contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.